Event description:
Lf technical support reports via fax that customer called to report syringe breakage and infiltration. Customer reports via phone, "a male patient having a mra of the neck. While injecting the b side, a 60ml syringe broke at the flange, patient IV was infiltrated. The injector displayed alarm 6 (motor malfunction). IV access was right ac with a b-d 22ga angiocath. Optimark prefilled contrast (lot # m340a) was loaded on the a side, and a disposable empty 60ml syringe was loaded with saline on the b side. The "y" tubing was attached to the syringes, then connected to a braun needless system, attached to the angiocath. Injection protocol was three phase, 1.5ml/sec for 15ml volume, .5ml/sec for 15ml volume, .5ml/sec for 20ml volume. The event happened during the saline injection phase. The infiltrations was approx 15-20ml. There was 35ml of saline left in the syringe. IV was terminated, and warm compresses were applied to the site. Patient was then sent back to hospital assigned room. No further event has been observed.

Manufacturer narrative:
Manufacturing investigation pending customer release of product. Once product is received and investigation completed, a medwatch 3500a supplemental form will be submitted.